Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6

Event description:
Patient reported implant rupture, "lymphatic diffusion of silicone material" and "siliconomas" diagnosed via MRI. Healthcare professional later confirmed rupture with presence of silicone in the left axillary cavity. This relates to the left side. Device has been explanted.

Event description:
Patient reported left side implant rupture, "lymphatic diffusion of silicone material," and "siliconomas" diagnosed via MRI. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "lymphatic diffusion of silicone material"; "siliconomas".